Event description:
Patient reports that about 6 days ago the patient's pump (sn (B)(4) ) was beeping really funny and she couldn't press any buttons. There was no error message. Advised that we would send patient a replacement pump. Also advised next time that happens to let us know right away because patients need to have two functioning pumps at all times. No other information available. Device malfunction. Did the reported product faulty occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Did we replace device: yes. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.